Event description:
It was reported that the patient expired due to unknown reasons. The date of death and implant duration are unknown. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.